Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician was able to duplicate the reported problem. Review of the ventilator diagnostic log history confirmed a vent inop occurrence due to an oxygen valve stuck closed and exhalation motor error occurrences. The service technician replaced the main pcb board to address the findings. Performance verification testing was completed and passed per operating specifications.